Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Brand name unknown / not provided. Weight unknown / not provided. Catalog and lot number unknown / not provided. PMA/510(k) number unknown / not provided.

Event description:
It was reported that the unknown screw fractured inside implant. Implant was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The associated dental implant was returned for investigation. Visual evaluation of the as returned product identified foreign material and slight damage, possibly from the removal process, around the external threads. Foreign material is found inside with no reported screw piece. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The reported device was located on tooth # 31 and was used for approximately 7 months. Pictures or x-ray images of the fractured screw were not provided. No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complainant reported that the unknown screw fractured inside implant resulting int the implant being removed. The unk lb screw product was not returned for investigation. The implant was returned for investigation but did not contain the reported fractured screw inside its drive feature. The reported complaint could not be verified. A root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report . D10: device available for evaluation change ¿yes' to 'no'. D11: concomitant medical product and therapy date. G4: date received by manufacturer. H6: evaluation codes.

Event description:
No further event information is available at the time of this report.